Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A doctor reported to baxter (B)(4); that the homechocie alarmed system error 2240 (air in line) alarm several times during therapy. No patient injury or medical intervention was reported. No further information is available.